Manufacturer narrative:
The field service engineer found the naoh detergent was overflowing. He flushed the valves, adjusted the rinse volumes, verified the gear pump pressure, and ran daily and weekly maintenance. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results for patient samples and qc material from the cobas c513 analyzer commercial system. Data for one patient was provided as an example. On (B)(6) 2021, the initial result was 6.2% and the repeat result on (B)(6) 2021 was 7.55%. The initial result of 6.2% was believed to be correct and was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.